Event description:
On june 23, 2006, the lay user/patient contacted lifescan alleging that his one touch ultrasmart was not turning on but did not have his meter with him at the time to troubleshoot. On july 10, 2006, the patient called lifescan back to report the same power issue with the meter. The medical affairs specialist spoke with the patient on july 17, 2006 to obtain/verify the following information. The patient has had the meter for about 2 months and tests 4-5 times a day. Approximately june 21, 2006, the meter stopped turning on and he did not have any other backup meters to test his blood glucose. The patient had been guessing how much novolog insulin to take based on his symptoms. The patient stated that the meter has not "caused him any trouble" and he did not seek any medical attention; however, he has experienced some low and high blood glucose and was unable to test his blood glucose. The patient stated that he was able to treat his symptoms he relates to hypoglycemia with glucose tablets and an extra shot of insulin for symptoms he relates hyperglycemia. The patient mentioned that his "typical" high blood glucose symptoms are usually urination, fatigue and dry mouth, which develop around "300 mg/dl" based on past experiences. Around 10am, prior to contacting lifescan the patient "guessed" to take 10 units of novolog but did not have any symptoms at the time and did not develop any symptoms after taking the insulin. The customer care advocate (cca) verified the following: the battery was replaced per the owner's manual, the batteries are correctly installed, the battery contacts were in good condition, and there has been no trauma to the meter. The cca walked the patient through troubleshooting but the power issue was unresolved. This complaint is being reported because the patient was unable to test on his meter experiencing symptoms that may suggest an abnormal blood glucose. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.